Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there was a print error. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the barrel scale is good, but the numbers of the scale have a double printing. This is considered an acceptable imperfection. The two photos provided show the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 3139681. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Print error.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Print error.